Manufacturer narrative:
Integra has completed their internal investigation on 14 nov 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the evaluation verified the complaint as valid; the service centre verified the embedded board assembly was defective and thus causing the reported ¿not turning on¿. The DHR review was completed for cam02 monitor serial number (B)(4) - date of manufacture: 2015 mar. The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. A review cam02 customer complaint was competed using the following key words ¿not turning on¿ in the search criteria. The review encompassed dates 19-sep-15 to 02-nov-16. A total of 122 complaints were reviewed of which 4 complaints were identified in the search criteria. A review and analysis of the complaint reports was completed to ascertain if the complaint root cause analysis identified is related per complaint (B)(4) evaluation conclusion. The review identified this complaint is the second complaint occurrence for serial number (B)(4). Conclusion: the evaluation verified the complaint as valid; the cause of the complaint issue was identified as a defective embedded board assembly.

Event description:
The cam02 inter-cranial pressure and temperature monitor was not turning on. The device was not in contact with a patient and there was no patient injury or medical intervention required.